Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an off/no power alert on his insulin pump and did not receive a low battery alert warning prior to this. The customer was advised to replace the battery in order to continue to use the insulin pump until a replacement would arrive. It was later reported that the customer received an additional alarm that could not be cleared using the buttons on the pump. At this point, the customer was advised to discontinue using the pump and to revert to a back-up plan. The patient's blood glucose was measured at 280 mg/dl. Nothing further was reported.